Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
After an estimated implantation period of 114 months oversensing of this ra lead was reported by boston scientific. The whole system has been extracted and replaced with a new system.